Event description:
Procedure: esophagectomy. According to the reporter: it was initially reported that the stapling device was placed on tissue. The gun was fired. The staples failed to fire. This happened twice at which point a new gun was opened. On the third attempt the gun misfired again. No patient injury. Some minor adjustment needed. Patient status was initially reported as "ok". Additional information received stated, the stapler cut tissue but incompletely. Bleeding wasn't an issue. Restapled along different trajectory and resected old staple line. Fifteen minutes was added to the procedure. The patient subsequently had a leak (and died). The misfiring happened at a critical time when the surgeon was laparoscopically constructing the gastric tube. The surgeon had to make an adjustment to take into account 2 misfirings. This resulted in a narrower tube.